Event description:
It was reported that the patient's right ventricular (rv) lead experienced a significant drop in r-wave amplitude. The physician ind icated a possible change at the interface between lead and tissue, due to infarction. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg ICD implanted: 2012-(B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).